Event description:
The customer reported that the reservoir was leaking while filling at the transfer guard. The customer stated that they used the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not this device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir test. Reservoir passed per specifications. No leakage anomaly during filling. Reservoir connected and locked in place properly.